Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display and was constantly beeping due to vertical cracked lcd controller. No missing segments or partial display noted. Unable to verify insulin flow blocked alarm due to display anomaly. The insulin pump had cracked battery tube threads, cracked case at the corner of the belt clip rails, faded serial number label, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed insulin flow blocked when they were delivering a bolus. When the customer tried to do a rewind the insulin pump's display went blank. The insulin pump started to beep. The customer changed the battery but the insulin pump was still beeping and had a partial display. The insulin pump was dropped. The insulin pump had a crack near the battery compartment. The customer's blood glucose reading was 273 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.